Event description:
It was reported that the user experienced elevated blood glucose of 192 mg/dl with elevated ketones while using an ilet system with a cd infusion set; the caregiver declined an infusion site change, opted to continue pump use, increase fluids, and monitor ketones, and was educated that if a manual injection is given the pump should be disconnected and reconnected after two hours. Symptoms included hyperglycemia and elevated ketones. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial